Manufacturer narrative:
(B)(4) - the device was not returned for investigation and no device malfunction was alleged. A review of the production records indicates that the devices were released with no non-conformances that would contribute to the event.

Event description:
On (B)(6) 2023 a patient underwent a left atrial appendage management procedure utilizing the lariat suture device with concomitant convergent procedure. The softip guide cannula was passed without a guidewire in place through the pericardial window. During placement, the right ventricle was punctured. Procedure was converted to an open chest procedure via median sternotomy and the injury was repaired with sutures. Patient was stable and the convergent procedure was completed. There was no reported device malfunction, and the adverse event was the result of a procedural complication.